Event description:
The customer reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence on november 25th for three cartridges. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the cartridge and successfully resuming insulin delivery. Technical support educated the customer on cartridge use as the products are labeled for single use, and the customer acknowledged this information.